Manufacturer narrative:
The investigation is ongoing.

Event description:
During deployment of a 23mm sapien 3 valve, the delivery system balloon ruptured at the middle of the balloon. The valve was fully deployed and no pvl or cai was observed. The devices were successfully retrieved. There were no issue noted during device preparation. The patient had moderate to severely calcified native leaflets which were thought to have contributed to the balloon burst.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. Upon visual inspection a longitudinal tear propagating to a radial tear was observed on the balloon. A kink on the balloon shaft (distal to double white markers) was noted at proximal end of handle, but was considered to be due to the return device packaging. Dimensional analysis of the of the balloon single wall thickness were taken and met specification. No relevant functional testing could be performed due to the condition of the device (burst balloon). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, as reported, the patients moderate to severely calcified native leaflets likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.